Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney.

Event description:
Litigation alleges that patient has experienced severe and constant pain and suffering, swelling, bursitis, lack of mobility, and/or metallosis. Update 11/20/2012- medical records were received and available on a disc. Records indicated doi on the left hip as (B)(6) 2004 and doi for right hip as (B)(6) 2004. Update 12/15/2014- pfs and medical records received. After review of the medical records for MDR reportability, the left hip was revised on (B)(6) 2014 for high metal ions and possible pseudotumor (never confirmed). Lab results from (B)(6) 2014 indicated both cobalt and chromium levels were above 7ppb. Update 4/2/15pfs and medical records received. After review of the medical records for MDR reportability, the part numbers are being updated for the head/liner. Pfs alleges that if metal ion levels don't decrease after left hip revision ((B)(4)) that the patient would be revised for the high metal ions for the right hip. At this time no repeat lab levels have been provided (dated after the dor for the left hip) so the stem isn't being reported for high metal ions. Update ad 7 may 2018. (B)(4) was re-opened under (B)(4) due to receipt of ppf and medical records. In addition to what were previously alleged, ppf alleges pulmonary embolism and loose cup. After review of medical records, no revision notes provided. Unknown cup, unknown stem, and unknown sleeve has been added to the complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.